Event description:
Pt admitted with a three day history of pontine stroke. A pre-occlusive right vertebral basilar junction stenosis was identified and treated in 2009 with a stent and angioplasty. Two days post procedure, the pt developed lethargy and confusion. An MRI was demonstrated multiple small acute embolic infarcts in the frontal lobes, cerebellar hemispheres and right pons. No further info has been reported at this time.